Event description:
Procedure: sub total gastrectomy. After the device applied to tissue and the tissue was coagulated the device jaws could not be opened. Therefore, the tissue around the jaws has to be cut with the electric cautery to remove the device which was clogged on the tissue.